Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(4) and the reported events could not be conclusively determined through this evaluation. It was communicated that due to patient privacy laws, the managing hospital would not communicate any further information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2023 when the patient underwent a routine heart transplant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had protein-losing gastroenteropathy and was admitted. They were administered with protein and diuretics and were discharged on (B)(6)2022.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete. Section e1: reporter address line 1: (B)(6). Section e1: reporter postal office or zip code: (B)(6).